Manufacturer narrative:
Upon further investigation, the touchscreen issue was service induced. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the touchscreen was not responding. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. After field service engineer (fse) installed the new front bezel the touchscreen does not respond in the lower left corner. The field service engineer (fse) duplicated the issue. The fse ran touchscreen calibration; the touchscreen started running properly and the unit was returned to service.